Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-mar-12: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they are getting out of regulation (oor) message. Rep reports 5 contacts have high impedances. Rep reprogrammed and said patient (pt) is getting good therapy, but if they increase the amplitude the oor still occurs. 2024-apr-10: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances is unknown; patient did not report any issues that may have caused the impedances or oor. Reprogramming occurred and patient was satisfied with the adjustment to therapy settings; no additional interventions occurred outside of reprogramming. Rep stated that the issue appears to be resolved in terms of therapy working to resolve the daily pain issue at the patient interaction. Reprogramming appears to be successful, no further call backs from patient have occurred. Impedances reported as do not use and avoid were showing as 40,000.